Event description:
The reporter called and alleged discrepant results on the device when compared to a lab during a correlation. The reported device results/lab inr were 3.5/2.5, 3.7/2.7, and 2.0/2.9. No other information was provided.